Manufacturer narrative:
H6: results-100(other): visual inspection of the lens showed the optic was torn and there was evidence of surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and the lens tore during insertion. The lens was implanted and removed without pt injury.